Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The device was working properly, but it was noted that the aus was placed slightly distal in the bulbous urethra and it needed to be moved more proximal. The device was removed and replaced. There were no additional patient complications.